Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During the use of the device during the sternotomy procedure, the device lost power when cutting bone. No other details regarding the nature of the event were provided. The user reported surgery was completed successfully, and there were no adverse consequences to a pt as a result of this event.